Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. The patient was reimplanted with a new device.